Manufacturer narrative:
The fse observed the leak between the pads of shear valve cvl85/126 and replaced the differential sample segment valve cvl85/126 to resolve the leak. Service activity performed was verified to meet the specified requirements and the results meet published performance specifications. (B)(4).

Event description:
The customer reported a contained bloody fluid leak of approximately a few milliliters from under the shear valve 85 and shear valve 87 of the coulter lh 750 hematology analyzer while running patient samples. The instrument recovered h&h check flag errors when the leak was observed. No erroneous results were reported outside of the laboratory, and there was no report of injuries, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.